Event description:
It was reported by dealer that the weld that holds the pivot post has broke on the (B)(4) power chair. The dealer states that the customer just complained that his seat felt wobbly.